Manufacturer narrative:
Calibration and controls were acceptable. A review of alarm trace data showed several sample quality related alarms, including sample short alarms and aspiration alarms. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The sodium electrode lot number is edt47, the potassium electrode lot number is dye66, and the chloride electrode lot number is eax29. The electrode expiration dates were requested, but not provided. The field service engineer checked the analyzer and found no issues. Quality controls and precision studies passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant sodium electrode, potassium electrode, and chloride electrode results for one patient sample tested on a cobas pro ise analytical unit. The sample initially resulted in the following values: sodium = 111 mmol/l, potassium = 3.5 mmol/l, chloride = 81.6 mmol/l. A doctor questioned the initial values, so the sample was repeated, resulting in the following values: sodium = 142 mmol/l, potassium = 4.3 mmol/l, chloride = 102.4 mmol/l. The repeat values were deemed correct.